Event description:
Reporter noted on a patient/product research list that the pulse generator was explanted due to an infection. It was further reported that the infection was present at the pulse generator pocket site. It was also reported that approximately 3 months after the implant surgery, the patient was admitted due to an exposed lead. At this time, there were no signs of infection and the site was irrigated with bacitracin and keflex. The patient is developmentally delayed and drools excessively. Intraoperative and post-operative antibiotics were administered at the time of the initial implant. It was reported that only the pulse generator was explanted and that the infection has resolved. Due to the patient's condition (mrdd, drooling, and chronic ear infections), it is unlikely that they will be re-implanted. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.